Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Customer returned device for alleged device error & keypad unresponsiveness & device error 49 and was found on august 28, 2022. Device passed the displacement and self-test, active current test, sleep current test. P-cap was attached and locked in place properly. Keypad was responsive during testing and passed the keypad voltage test. No unexpected device error is noted during testing. No alarms/alert/anomalies occurred during testing. P-cap was attached and locked in place properly. Device was successfully downloaded using thus for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device error occurred on august 29, 2022 01:34 am in history file. This was expected. Device error 49 occurred on august 28, 2022 01:19 am in history files. Device was cut open to perform visual inspection and found evidence of moisture damage on electronic stack & force sensor. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, faded serial label. Device error is not confirmed. Device error 49 is confirmed due to being found in history files. Keypad unresponsiveness is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.